Event description:
Suture needled broke off during procedure (laparoscopic repair of incisional hernia). Wound exploration was done by team without success. Radiology requested to perform imaging and needle fragment was located. Surgeon determined that fragment extraction would be difficult and create additional risks/harm. Needle fragment remained in patient. The patient and family were notified. Product information: v-loc pbt non-absorbable reload by covidien was the suture. Ref: vlocn008l, lot: n3f0857y, exp.: 05-31-2026.